Event description:
On (B)(6) 2014 at around 23:40, vf was confirmed by an ambulance worker and external defibrillation shock was applied. Patient death was confirmed on (B)(6) 2014 at around 03:00. The cause of death was not definitively confirmed, but heart failure was considered. An analysis of data stored in device memories at the time of vf and death was requested.

Event description:
On (B)(6) 2014 at around 23:40, vf was confirmed by an ambulance worker and external defibrillation shock was applied. Patient death was confirmed on (B)(6) 2014 at around 03:00. The cause of death was not definitively confirmed, but heart failure was considered. An analysis of data stored in device memories at the time of vf and death was requested.